Event description:
It was reported that the lead integrity alert (lia) triggered due to an increased short interval count (sic) and right ventricular (rv) lead impedance out of range (>3000 ohms). It was also reported that noise was reproduced on the electrogram by using isometrics. Detection was turned off and the patient was admitted to the hospital. During laser lead extraction, the patient's blood pressure dropped requiring emergent cardiovascular intervention due to a hole in the posterior superior vena cava. The hole was repaired and the lead has not yet been replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - performance data from the device was analyzed and analysis revealed high right ventricular pacing impedance, right ventricular oversensing and a right ventricular lead integrity alert had triggered. Device: 5592 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) - the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This lead was included in that field action, but returned product testing found the lead did not perform as described in the field action.